Manufacturer narrative:
The pump was returned to animas for evaluation and investigation was completed on (B)(6) 2013. The results of the investigation were as noted: there was no damage found to the keypad. The up arrow button responds to presses intermittently; all other buttons respond to presses appropriately. The keypad was removed; no damaged misaligned contacts found, contamination found under all button contacts. The display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display. When a test display screen was used the display functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up button is sticky and potentially not responding consistently to user input. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.